Event description:
It was reported that patients wound at lead site opened up and leads were exposed. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted to address the issue. Patients wounds have healed.

Manufacturer narrative:
E1 initial reporter phone- (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.